Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the frame is broken right under the left side of the seat on the "rear" that attaches the seat frame. Customer then added that the left wheel lock spring has broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the left side seat tab was broken, which confirmed the original complaint issue. However, the underlying caused could not be determined.

Event description:
Dealer states the frame is broken right under the left side of the seat on the "rear" that attaches the seat frame. Customer then added that the left wheel lock spring has broken.